Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports omni devices not holding. No injury to the patient any other patient information unknown. Two of 2.

Manufacturer narrative:
On 8/28/2017 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the device has been checked and no fault found with the device. Device history evaluation - device history record shows a total of (B)(4) were produced of this lot in 2015. The devices manufactured during this period passed all required inspection points with no associated mrr¿s, variances or rework, see below. No service history is on file for this device. Conclusion: failure analysis by (B)(4) repair depot was unable to confirm complaint event. Device was functionally tested and no fault found with the device.